Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d1, d2a, d2b, d3, d4, g4 - 510k: this report is for an unknown screws: fns locking/unknown lot. Part and lot numbers are unknown; UDI number is unknown. D9: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. E3: reporter is a j&j employee. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: this (B)(4) is related to (B)(4) which reports about the bha replacement which was required after the first surgery. This pc reports about the event which occurred in the revision surgery. It was reported that on (B)(6) 2023, the patient underwent the revision surgery for replacement fns to bha. In the revision surgery, tip of the driver in question was deformed during removing the locking screw in question. As a trouble shooting, the surgeon cut the screw head by a carbide and tried to dig around the screw using the hollow reamer, but the pin could not come off and excavation was not possible. As an emergency measure, a chisel was used to scrape around the screw and the screw was removed. The surgery was completed successfully with 30 minutes or more delay surgical delay. After the surgery, the sales rep checked the hollow reamer with pin when the cleaning was finished, but the pin was hard to turn by hand and was finally removed with the instrument and the help of the agency staff. The surgeon commented that there was no way to get rid of the hardness, which could only be removed with instruments in a dry state, by slipping with blood and fat during surgery. He also requested that it be lightly tightened so that it can be disassembled once at the time of shipment. There is no indication that the time delay occurred at a critical procedure step where high risks to the patient may be present. There is no indication that the delay resulted in any impact to the expected surgical outcome. No further information is available. This report is for one (1) unk - screws: fns locking this is report 1 of 2 for complaint (B)(4).